Manufacturer narrative:
On 15-jun-2020, mentor received additional information about the event. The patient developed capsular contracture (baker grade unknown) in both of her breasts. On 18-jun-2020, mentor completed a second investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant, developed capsular contracture, and granuloma. During the visual evaluation of the device, siltex cracking was observed on the posterior aspect. Additionally, a tear measuring 14 cm was observed starting within the siltex cracking on the posterior view and extending to the anterior view. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. As part of our quality process, the manufacturing records of lot 204298 were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture, capsular contracture and granuloma complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 21-may-2020, the mentor failure analysis lab received the device for evaluation. In addition, the patient had both of her removed breast prostheses replaced with mentor memorygel breast implant 555cc gel breast prostheses. On 03-jun-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant, breast pain, and granuloma. During the visual evaluation of the device, siltex cracking was observed on the posterior aspect. Additionally, a tear measuring 14 cm was found within the siltex cracking on the posterior view and extending to the anterior view. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. As part of our quality process, the manufacturing records of this lot 204298 were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture, breast pain and granuloma complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bilateral breast prosthesis rupture, bilateral granuloma, left breast capsular contracture, right breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 450cc gel breast prostheses that both ruptured after implantation. Bilateral rupture was confirmed by ultrasound. In addition, the gel from the ruptured prostheses was leaking out into the patient¿s lymph nodes. The patient also reported left breast capsular contracture (baker grade unknown) and pain in her right breast. As a result, the patient underwent bilateral explantation on (B)(6) 2020. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 27-apr-2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event. It was initially reported to mentor that the explantation date is (B)(6) 2020. New information states that the patient will undergo explantation on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).